Event description:
A customer reported to beckman coulter inc (bec) that there was a diluted blood leak in coulter lh750 slidemaker. The less than 5ml leak was observed near solenoid 118 of the sample access module of the instrument. The operator was wearing gloves and a lab coat but no eye protection at the time of the incident. There was no report of exposure to mucous membranes or open wounds, and the operator did not seek medical attention. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place. The customer confirmed that there was no impact to patient results. There was report of no death, injury or change to patient treatment associated with this event.

Manufacturer narrative:
The field service engineer (fse) found a hole in tubing vl115, which was leaking air, and replaced the tubing connected from the aspiration needle to the sample access module. Vl115 is located on the sample access module inside the analytical station. This is the pathway to the analytical station's needle vent chamber, vc19, and to diluent supply. Blood and diluent would be in the pathway during operation and cleaning agent at shutdown. The area is covered with a front shield. The customer also reported to the fse, while on-site, of getting intermittent high rbc results on controls. The fse observed bubbles when the rbc dispenser was on the down-stroke and replaced the rbc dispenser. The fse verified the system per established procedures, and the results met published performance specifications. The cause of the leak is attributed a hole in the tubing at vl115 due to wear by the pinch valve. (B)(4).